Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch/lot: 7074399. Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch/lot: 27811428.

Event description:
It was reported that during a permanent implant procedure patient experienced an obstructed airway during lead suturing due to patients positioning. Once the patient was stabilized the leads, and anchor were removed and discarded by facility, and midline incision was closed. The patient was doing well postoperatively.